Event description:
New information received stated that the patient was stable during the initial admission to the hospital. No intervention was performed and the patient was discharged. The patient presented again on (B)(6) 2019 with symptoms of syncope. On (B)(6) 2019, the implantable cardioverter defibrillator system was checked by the physician. The system exhibited normal function and the patient remained in stable condition. The physician elected to refer the patient to a neurology consult for further evaluation. No additional information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced two episodes of syncope and presented to the emergency room. Upon interrogation of the implantable cardioverter defibrillator, it was found that the patient had a heart rate of 160 beats per minute. The heart rate was sensed in the monitoring zone and no high voltage therapy was delivered. The device also exhibited a high out of range high voltage lead impedance between the superior vena cava coil and pulse generator can. The physician made programming changes and upgraded the device software. The patient was in stable condition throughout the event. The patient was admitted to the hospital for further observation. Related manufacturer reference number: 2017865-2019-16596.